Event description:
Unsolicited communication: pt is reported getting "no disposable" alarm message yesterday on her pump. She tried troubleshooting and switching to the back up pump but nothing worked. She was able to resolve the issue by switching to a new cassette but she had to waste about 60ml that was left in that cassette. She is reporting wasting one malfunctioning cassette for this report. Patient did not report experiencing any changes in breathing, symptoms or side effects during this event. Lot number: 4235242 no additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.